Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event on (B)(6) 2024 and hospitalized and eventually shifted to intensive care unit (ICU). The blood glucose level was over 600 mg/dl at the time of event. The patient got treated with intravenous therapy. The patient was tired, felt weak and had short breath. The patient was tested with ketons and results were high. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.